Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had abnormal contacts and displayed an e226 error (noise on image). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: components failure of universal cable, electrical contact in the video connector is dent, insertion tube is dent, video connector cover is crack. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by components failure of universal cable. The additional findings causes are caused by component failure of electrical contact in the video connector, a component failure of insertion tub, a component failure of universal cable and a component failure of video connector cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: this issue happened during an unspecified, treatment procedure.